Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all test requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was subjected to an additional 53 hour observation run and was confirmed to perform as intended with no issues or alarms. No intermittent alarms occurred during testing; therefore, the root cause of the customer-reported issue could not be determined. The device performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an intermittent beeping noise while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a beeping noise, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an intermittent beeping noise while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.